Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the apex catheter was received inside a carrier tube (hoop) within an apex product pouch that matched the information on the device. There was a complete separation of the hypotube. The tip was damaged. The hypotube separation was 19.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, difficulty crossing and shaft fracture occurred. Vascular access was obtained via radial artery. The de novo, 12mm in length, 2.5mm in diameter, 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery with more than forty five and less than ninety degrees bend. A 2.00mm x 12mm apex balloon catheter was selected to advance to the lesion but it could not cross. The post shaft was fractured which was about 10cm next to the hand shank, outside the patient's body. No complications were reported and patient status is fine. However, returned device analysis revealed hypotube break was on a portion of the device that may enter the body.